Manufacturer narrative:
(B)(4). Medical device: batch # r57n47. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damaged on the knife is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the procedure was lar. The staples formed properly. The patient was stable after the procedure.

Event description:
It was reported that during a low anterior resection procedure, the firing force was higher than expected, and the washer was uncut. Then, the surgeon grasped the firing handle several times, and the washer was cut. Moreover, the device was hard to be removed from the target tissue. The surgeon removed the device forcibly. Another device was used to complete the case. There were no adverse consequences to the patient.